Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3.0mm x 150mm x 150cm coyote balloon was advance for dilatation. However, during first inflation at 14 atmospheres for 60 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported, and the patient was in good condition after the procedure.